Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. The reporter stated that the batteries had only been lasting for two weeks. The reporter denied trauma to the battery compartment and battery cap and denied moisture and corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.